Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 50-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Per nursing documentation, the patient was noted to have a small, soft hematoma at the femoral access site shortly after arrival to the intensive care unit. A femstop device was applied with strap pressure only and was not inflated. Coagulation parameters were subsequently corrected to within normal limits, after which the hematoma completely resolved. The physician was aware and not concerned. The patient remained clinically stable with plans for device explant, and the groin site was documented as clean, dry, and intact. The reported event involves a hematoma requiring hemostatic intervention, which is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU), including anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
The initial reporter stated the pump was discarded and will not be returned for evaluation.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed that the pump passed all the post sterile inspection checks. The cause of the reported hematoma (access site adverse event) was use related to anticoagulation management as the bleeding resolved once anticoagulation was within normal limit per clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.